Event description:
It was reported that a patient underwent a sacral and caudal lesion resection surgery on (B)(6) 2024 and suture was used. During the procedure, this case is from health authority. At 10:10 am, the problem of pulling off suture needle had happened when the wound cavity was sutured with suture after the patient's sacrococcygeal lesion was removed. The surgeon immediately informed the instrument nurse and confirmed the integrity of the suture needle with the circulating nurse. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) h6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: what was used to complete the procedure? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Did this issue contribute to any patient adverse event? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled as pdp148h with an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.